Event description:
The customer received back to back blood glucose readings of 150 mg/dl and 50 mg/dl. The cusotmer also stated that sometimes segments are missing. The customer was not sure if a segment was missing when he received a reading of 50 mg/dl. The customer did not allege any adverse events dur to an intermittent missing segment. The meter is to be returned for evaluation, and replacement meter will be sent.